Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device but was unable to verify the reported issue. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
A report received from the us stated an 840 ventilator experienced a screen block error while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event. The date of the event is unknown.